Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline was unable to advance or retrieve. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm located on the posterolateral aspect of the opht halmic segment with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone was 3.7mm distally and 4.2mm proximally. Dual antiplatelet therapy (dapt) was administered and the  angiographic result post procedure was stated as blood flow was patent, with clear angiographic visualization. It was reported that the flow-diverting stent detached within the delivery microcatheter (p27), and the delivery guidewire was unable to advance or retrieve the flow-diverting stent. The pipeline and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a synchro guidewire, and p27 micro catheter.